Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the reported e006 error was only found in the error logs and was not be reproduced during the evaluation. In general, an e006 error is triggered due to an increased impedance between both electrodes. Possible causes include the following: increased number of deposits of tissue on the electrode. Increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) Increased contact resistances due to defective contacts. The instrument is located in a gas bladder during activation. The measuring method of the esg-400 might have an impact on the conductivity. Additionally for this error message, user error cannot be excluded. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high frequency electrosurgical unit displayed an e006 error code. The device was being used for a transurethral resection of bladder tumor (turbt) procedure.

Event description:
It was reported, the high frequency electrosurgical unit displayed error code gee2102. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information.

Manufacturer narrative:
The device was returned, and the evaluation found the unit had error code e006 multiple times in the error log, but did not fail in testing. Possible customer handpiece/cable/use issue. Should additional relevant information become available, a supplemental report will be submitted.